Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient was experiencing increased blood pressure and headache when stimulation was on. It was also reported that the physician believed the stimulation or movement of the leads were causing the above symptoms. The patient underwent an early lead pull procedure.